Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, there was no evidence of a motor rewind issue. During testing the pump rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The complaint of a motor rewind issue was not duplicated during investigation. There was no defect found. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.